Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was additionally communicated on 31dec2021 that the patient's death was also due to sepsis and progressive hypotension despite adequate right ventricular (rv) function.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists right heart failure, bleeding, sepsis, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced right heart failure as of (B)(6) 2021. After arrival to the intensive care unit (ICU) the patient was noted to have severe hypotension despite adequate resuscitation and maximum dose vasopressors. An emergent procedure was performed in which the chest was opened and a cardiac massage was initiated. A right ventricular assist device (rvad) with oxygenator flow was implanted. The patient received 4 units of packed red blood cells (prbcs), 3 milligrams of epinephrine, 350 milliequivalents of bicarbonate, and 5000 units of heparin. It was additionally reported on 20dec2021 that the patient had expired on (B)(6) 2021. The patient was bleeding from their left chest tube insertion site. The chest tube had been placed to decompress a left hemothorax and pericardial effusion. The patient was also noted to be tachypneic and dyspneic with an increasing need for vasopressor support.